Event description:
It was reported that during a hip procedure on (B)(6) 2013, the surgeon could not remove the rasp from the femoral canal. After several attempts, the rasp was finally removed. A delay in surgery over 30 minutes occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Instruments were returned and evaluated. The rasp and the handle were assembled and disassembled multiple times with no similar issues found. Items work as intended. A review of the mhr for the rasp and the rasp handle confirms no abnormalities or deviations reported at the time of manufacture. A review of the complaint database has found no similar issues reported for these item and lot combinations. Items performed as intended with no non-conformance.